Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: product ID addr01, implantable pulse generator (ipg), implanted: (B)(6) 2006. (B)(4).

Event description:
It was reported that during the device changeout procedure, the patient sustained monomorphic ventricular tachycardia (mmvt). It was noted there was low impedance on the right atrial (ra) lead and fracture on the right ventricular (rv) lead. Both leads were capped and replaced. No further patient complications have been reported as a result of this event.